Event description:
It was reported that the customer had an issue with the sensor glucose reading not matching the blood glucose reading. Customer stated that she had one sensor that stopped working after five days. Customer stated that she tried to calibrate the insulin pump but it alarmed cal error. Customer waited two hours and tried calibrating again, the sensor was working as designed. Further troubleshooting was offered, but customer declined. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.